Event description:
Foley catheter balloon would not deflate. Valve cut off and balloon still would not deflate. Guide wire used to puncture balloon filling tract with subsequent deflation of balloon. Catheter removed easily after deflation.